Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. The device will be tested for flow rate at biomed and customer will reach out if the it needs to come back in. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion under-infused blood running as a secondary at rate 160ml/hour and 200ml/hour however it only infused about 60ml from bag after about 1.5 hour during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.